Event description:
Information regarding the explanted device notes that the patient was admitted to the hospital with intermittent pro- found bradycardias and ventricular arrhythmias. The pace- maker exhibited an increase in ventricular capture threshold further bradycardias leading to cardiac arrest and ventricular fibrillation needing direct current cardioversion and external pacing.~~~~~~